Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation with only the spike connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing could not be performed as the complete cassette was not returned. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿material¿ of the homechoice cassette peeled off. This was identified during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.